Event description:
The pt reported his insulin infusion device ran out of insulin but did not give him the empty cartridge alarm. He stated the device was still in the run mode and acted as if it was delivering insulin but when he pressed the device's check key it indicated there was no insulin remaining. He said when he inspected his device it appeared the device's piston rod was stuck so he tried to retract the piston rod but it would not "budge." To troubleshoot, the pt was instructed to go through the process of retracting his piston rod. Although the menu showed "piston rod returning" the piston rod did not move. The pt was then instructed to change his battery and try the same process again. He did so but the piston rod would not move. He stated the device has not been dropped. He indicated he has not placed the cartridge/adapter/infusion tubing together as one unit prior to insertion into the cartridge chamber. The pt was advised to do so. The pt was assisted in setting up his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.